Manufacturer narrative:
Stored treatment information on data key reviewed.

Event description:
Patient was undergoing an extracorporeal photopheresis procedure. During the centrifuge filling portion of the second collection cycle the operator noticed a small blood leak (<1 ml) at the juncture of the inlet/outlet flow connector and the centrifuge bowl. The treatment was terminated and the patient's blood was not returned to him. The patient remained hemodynamically stable. Several hours after the procedure the patient's hematocrit was 30% compared to a pre-procedure hematocrit of 36.6%. Due to the acute loss of red cell mass the patient received a 1 unit transfusion of packed red blood cells the following morning. No other adverse effects have been subsequently noted.